Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jufz1882 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported the nurse called to report that when doing the PICC dressing this evening, they were unable to take the stat lock off easily. The first half of it came off using alcohol wipes but the second half of it was very difficult to remove & eventually when it came away it left bruising to the skin. Nurse felt that this may have been due to the position of it; being close to the patient's breast where the glue on the stat lock may have become warm causing it to fuse to the patients skin. Patient did not want the stat lock replacing for fear there would be future issues in replacing it. Nurse has secured the PICC in place with the white tapes that are provided in the statlock dressing packs & has secured it with x2 iv3000 dressings.